Manufacturer narrative:
Date of event estimated. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device after an interventional procedure. Reportedly, "the foot would not fold in". An unspecified method was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device returned for analysis. The reported foot retraction issue was not confirmed. Entrapment/difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: actual date of event.

Event description:
Subsequent to the initially filed report, additional information provided: it was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 7f sheath after a left iliac stenting procedure. Reportedly, the proglide was easily inserted and deployed successfully. When retracting the footplate lever in step #4, the lever would not fold in/close. A cut down was used to remove the device. Surgical suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.